Event description:
It was reported that the pump and battery became very hot to the touch. The heat was discovered when a family member checked the pump during the night; the pt was wearing the pump on the outside of his bed clothing and his skin did not become red or burned. The family member who changed the battery denied that her skin became red or burned when removing the hot battery. She said that the pump did not emit any battery alarms or warnings, the battery is the one that came with this new pump about one month ago, the battery is aa lithium ultimate energizer 1.5v and the pump is set for lithium. The family member stated that the pump never felt warm previously, she denied moisture or corrosion in the battery compartment, and confirmed that the battery cap is intact.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval, the battery was not returned with the pump. During eval the pump powered on normally and was exercised for four hours without evidence of overheating or alarms. The power circuit did not draw excessive current. There was no evidence of internal moisture ingress. The power flex, battery connections, and internal components were tested for intermitting conditions and no defects were found.